Event description:
Pt had bilateral common iliac aneurysms, a 10 millimeter aortic neck length, and an infrarenal neck angle of approximately 80 degrees. Pt's right hypogastric artery was embolized three days prior to the implant procedure. The morning of the aaa repair procedure, the pt's left hypogastric was ligated and a graft was placed extending from the left internal to the left external iliac artery. Main body graft was advanced via the left femoral artery and deployed. Followed by the deployment of two iliac leg grafts to bridge the contralateral limb of the main body. Contralateral iliac leg graft was then deployed with a one stent overlap in the right external iliac artery. Ipsilateral iliac leg graft was deployed in the left common iliac artery with a one stent overlap with the main body graft. An additional iliac leg extension was needed to extend the leg graft and provide full coverage of the iliac aneursym in the common iliac artery. Upon completion it was noted that both ipsilateral leg grafts had landed above the surgical graft in the external iliac artery. All juncture points and seal sites were molded to the vessel. Final angiogram showed both renal arteries were partially covered and no endoleaks were present. Both renal arteries were stented and proceudr ewas concluded.